Manufacturer narrative:
The hill-rom technician found the brakes not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters and steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed had no brakes (brakes not holding). The bed was located at the account. There was no pt/user injury reported. (B)(4).